Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt presented to the hospital with increasing lactate dehydrogenase (ldh) levels. He was already at 1a status because of uncontrolled ventricular tachycardia (vt). The parameters in his pump were normal except for constant pulsatility index (pi) events no matter what speed he was set at. When his ldh first increased, he also had coca-cola colored urine with creatinine increase. The pt was started on heparin and integrilin and his kidneys improved, but ldh stayed elevated. The hospital stopped the integrilin to see if anything would change with his kidney function and ldh. In that short time, there was no change. The pt was being worked up for lvad thrombus but then received a heart transplant during care.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.